Event description:
The consumer reported that the patient's implantable neurostimulator (ins) never really worked shortly after implant in 2010 and was not helping their symptoms. The patient had 2 infections during implant and it spread to the patient's legs. The patient's friend or family member was not sure if the device was related to the infections. The patient had the implant for gastroparesis. The patient's device was replaced in 2015 and it was still not helping their symptoms. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.